Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported the removal of the dental implant because the abutment got stuck into it. His decision was based on the necessity of a new prosthetic rehabilitation for the patient.